Event description:
It was reported that the patient encountered difficulty during a supply change while using a 23-inch infusion set and required guidance to navigate back to the rewind function and complete the change, after which insulin delivery was resumed and blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on daily activities, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed user handling during the supply change process as the contributory factor, with device function restored after correct procedural steps were followed and no device component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device operation.